Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca. The patient died due to pneumonia approximately 12 months post index procedure. The death was assessed as a cardiac death. The investigator assessed that there was no relationship between the event and the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death). Evaluation conclusions: inherent risk of procedure - (death). (B)(4).